Manufacturer narrative:
The insulin pump was received with a constant failed battery test alarms during our testing, the problem isolated to the battery tube. Unable to perform functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to constant failed battery test alarms. The insulin pump responded properly to button presses. No blank display or battery out limit alarm noted. No damage noted on the keypad traces. The keypad connector on lcd board was locked. No moisture damage noted on the electronic assembly or on the motor. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the emergency medical services came and took them for hospitalization. The customer's blood glucose was 1400 mg/dl at the time of hospitalization. The customer stated that they were given insulin drip and manual injections to treat the blood glucose. The customer stated that they were off the insulin pump at the time of hospitalization for less than 48 hours. The customer reported that the insulin pump shut off without any warnings prior to hospitalization. The customer's blood glucose was 334 mg/dl at the time of incident. The customer's blood glucose was 273 mg/dl at the time of call. Troubleshooting was done. The insulin pump display did not return after troubleshooting. The customer also reported that they received a battery out limit alarm after inserting a battery. The customer reported keypad anomaly. The insulin pump will be returned for analysis.